Event description:
It was reported that the right ventricular (rv) lead exhibited high capture thresholds and high impedance. On (B)(6) 2024 the lead was capped and replaced. Patient condition is unknown.

Manufacturer narrative:
Further information was requested but not received.